Event description:
Pt in operating room (or) for pacemaker. Md was attempting pacer leads, anesthesia commented patient status change became hemodynamically unstable with drop in blood pressure (b/p) and heart rate (hr). CPR was initiated by the md. Cardiologist stat paged. Cardiologist arrived at approximately 1625 and performed periocardiocentesis. Pt remained unstable but regained b/p and pulse. Lifeflight was arranged by md for transfer. Decrease again in b/p and hr. CPR initiated again until asystole. Patient pronounced dead at 1716 by md.